Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and could not duplicate the reported issue. The ventilator passed all performed tests and calibrations.

Event description:
It was reported that the rotary knob was not working. There is no reported patient involvement associated with this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.